Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the surgeon went to fire the first tack into cooper¿s ligament. After firing, the tacker was stuck and the light on the device indicated yellow, which was a signal to trouble shoot. The sales representative instructed the surgeon to press the button again, which did not release the tacker, and the light immediately indicated red, which was signaling that it was disabled. The tacker was stuck in the patient. The surgeon ultimately twisted the tacker clockwise which eventually released the tacker from the cavity with some force used. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tacks were visible in the shaft. No visible discrepancies were detected. Functional testing found that the handle battery cover was opened and was disassembled to reveal the internal components. An external power supply was connected to the battery terminals 9.0 v from power supply, asset nh10447 and the light turned solid red. The computer was connected to the circuit board and data was extracted. Data revealed that the device had hit the 4.2a current limit on the first tack attempt. The device was locked out due to 3 deployment failures in a row. Device lockout occurred at 1min:48sec after being powered on. It was reported that the device was difficult to remove from cavity and there was red light active. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.